Event description:
A trilogy ev300 ventilator was undergoing routine preventive maintenance on-site. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device by a third party service vendor, a ¿pressure sensor failed¿ alarm code was found in the ventilator's downloaded error log. The device's main board was replaced to address the issue.